Event description:
It was reported that a pt was implanted with an elevate anterior graft on (B)(6) 2013. On (B)(6) 2013 stress urinary incontinence with "pre existing mesh repair" was reported and an intervention was performed with retropubic tape which resolved the issue. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.